Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements up to 159 ohms. The impedance has been gradually rising over time. It was noted that the device has never delivered a shock. The healthcare provider (hcp) indicated that they are planning to do a commanded shock to test the system. Boston scientific technical services (ts) discussed the steps for this test, recommended a maximum energy shock and described the issue if the delivered shock impedance is greater than 145 ohms. Ts requested the nurse to call back with the results of the test, if they can. No additional information has been provided. The lead remains in-service. No patient symptoms or adverse patient effects were reported.